Manufacturer narrative:
Complaint no: (B)(4). This is a report of a patient who experienced a system error 2240 alarm (air in set/line) due to a use error further described as the patient line was not primed prior to connecting to the transfer set during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the initial drain in peritoneal dialysis. The patient was connected at the time of the alarm. The patient did not check patient line before connecting and stated an alarm occurred right after pressing go to begin therapy. The care giver will start over set with new bags and cassette. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.